Event description:
It was reported by svc report that the siderail assembly was broken exposing sharp edges. There was pt involvement, however, no adverse consequences are reported.

Manufacturer narrative:
Exposed sharp edges on the broken siderail assembly.